Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Inspection of system logs reveal that several property fields in the case data such as patient uuid, case file version are missing. The spine software at the time did not know how to handle the missing fields and therefore crashed. The cause of the missing properties fields cannot be determined due to insufficient information, but likely due to version mismatch between laptop software and gps software versions. Following this incident, improvements were made to the case import code to make it compatible with case files created with older versions of software. The observed risk level is low and is equal to the anticipated risk level. Therefore, the overall risk of the system has been maintained as "low" an no further investigation is required. The cause of the reported issue can be traced to user technique.

Event description:
It was not possible to upload the planned case from laptop to the robot with usb stick. We got the message ''gps client is not responding''. Software reset, hard shutdown didn't help. The screen was frozen with the message ''importing case from usb''. The case was done in traditional way.